Manufacturer narrative:
Additional information: imdrf annex device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation, if other specify, manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Not applicable. Device evaluated by bd.

Event description:
It was reported that the device suddenly shutdown with a burning smell. There was no patient involvement.

Event description:
It was reported that the device suddenly shutdown with a burning smell. There was no patient involvement.

Manufacturer narrative:
Initial reporter addr 2: (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device suddenly shutdown with a burning smell. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex c and d codes.